Manufacturer narrative:
The reagent information was not provided. The qc and calibration recovery data provided was within specification. The alarm trace showed abnormal cell blank alarms. The field service engineer (fse) found a blockage in the rinse nozzle and removed it. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable creatinine results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 2.26 mg/dl. The repeat result was 0.91 mg/dl. The repeat result was deemed correct.